Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer high blood glucose of 502 mg/dl and was not dropping even after bolusing. Caller stated that the customer rewound the insulin pump and delivered insulin and the insulin did not go through and did not give any alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted.